Event description:
In 2008, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Later that day, the patient had impaired blood flow to the legs and was returned to the operating room for a vasodilator injection. At about two days later, the patient underwent an enterectomy to address intestinal ischemia. At about, the patient expired due to intestinal necrosis. According to the physician, the ischemias may have been due to catheter induced embolization from the thoracic aorta thrombus.

Manufacturer narrative:
A review of the manufacturing records has been conducted. The manufacturing records review verified that this lot met all pre-release specifications. Possible distal embolization due to device catheter manipulation. Additional devices: pxc141000/06167444 and pxl161007/06274381. Pxc201000/06202732.